Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting last week in the middle of the night the pt would wake up and their stimulation would be turned off. Agent asked for notify date and pt said they were getting a weird gut feeling since agent was asking so many questions for it made pt uncomfortable and wanted to wait to answer them until they were at their doctors this afternoon. Pt said their rep was not able to make the appointment since their medtronic device fails a lot. The patient was redirected to their healthcare provider to further address the issue.